Event description:
It was reported that after the patient stopped taking medications, the patient received 8 shocks due to t wave oversensing. The ventricular sensitivity was reprogrammed from .3 mv to .45 mv. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.